Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she does not think therapy was working right. The patient stated she was still having episodes of her bowel seeping. The patient stated they still have to wear pads. The patient stated she did have a time frame where things got better, but now it was happening again. The patient noted they felt stimulation. The patient conformed when she first put antenna over the implantable neurostimulator (ins) to communicate she pressed the stimulation off key. The patient thought that was the on key. The patient confirmed her stimulation was on and she was on 1.9 v on program 1. The patient increased stimulation and felt stimulation in the correct area. The patient increased it to 2.1 v and it was comfortable. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Event description:
A patient reported they had experienced a loss or change in therapy. The patient stated the device was still not working right. The patient stated she it was not giving her therapy relief. The patient stated she was still having bowel seeping and could not get the setting right. The patient noted it was hard to get whipped clean it just kept coming out. The patient stated they had tried backing off the stimulation and that didn¿t help either. The patient noted that it had been going on since (B)(6) 2016. The patient stated when she first got it put in it got a little better and she didn¿t have to wear a pad. The patient stated then it started in like it did before she had it put in. The patient noted she called the healthcare professional (hcp) and the hcp recommended she call the manufacturer because he couldn¿t do anything else. The patient stated the manufacturer representative (rep) helped her set it and it got better. The patient stated she got this for bowel not bladder. It was noted the therapy was not on. The patient turned therapy on and they were on program 2 at 1.0 volts when they turned it back on. The patient couldn¿t feel stimulation. The patient increased stimulation to 2.0 volts and felt stimulation in the correct area. The patient reported it stimulated their bladder and sometimes could not get to the bathroom. The patient noted she had never had issues with the bladder prior to the device. The patient noted they had bowel leakage on (B)(6) 2016 and the bladder issues with no making it to the bathroom began since implant. Additional information from the patient on (B)(6) reported therapy was still not helping with her bowel symptoms, even after the change she made. The patient stated she was on program 2 at 2.5 and stimulation was on. The patient stated she was tried program 1 and 2. The patient stated she felt stimulation on program 3 at 0.7. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that patient did have her device checked on (B)(6) 2016 post op visit and cancelled appointment due to out of network on (B)(6) 2017. The patient never reported device not working and loss of therapy until (B)(6) 2018. The patient implantable neurostimulator (ins) is out of network and was offered referral to another colon -rectal surgeon within network but patient declined. The patient has not seen since (B)(6) 2016.the patient weight on (B)(6) 2016 was (B)(6).

Event description:
A patient reported they were still not getting therapeutic effect. The patient had not seen their healthcare professional (hcp). The patient changed from program 2 and increased to 3.1 v. The patient planned on trying the setting and keeping a symptom diary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient states she wants the device taken out. Patient reports the device is causing issues with her back which started 5-6 months ago. Then the patient reported that at the at beginning device worked some but then gradually started not working. Patient states she tried other settings and it still didn't work, and then started bothering her back. No further complications were reported or are anticipated.